Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product or data related to issue was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed to boot and charge. The receiver turns on with 'call tech support error: err121' displayed on screen. Unable to get receiver to communicate with the functional test station. Unable to get receiver to communicate with the dexcom global receiver communication tool. The customer complaint was confirmed because of the occurrence of the call tech support error err69. The reported event of an error icon display was confirmed . A root cause could not be determine.